Event description:
Patient reported obtaining back-to-back glucose results of approx 90 mg/dl and approx 200 mg/dl (exact values not provided), while using the suspect device. Patient indicated that no action was taken based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.